Manufacturer narrative:
Confirmed engineer confirmed no audio alarm. Isolated problem to the universal interface (ui) printed circuit board (pcb). The ui pcb was replaced and the unit passed testing. (B)(4).

Event description:
Covidien received a report that the n65 pulse had no audio alarm sounds during testing. The failure happened when the device was not being used on a patient.